Event description:
Reporter called on behalf of husband who had received the er1 message on occasion. Reporter stated they would retest and get a blood glucose value. Reporter was not using color chart comparison.